Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the right ventricular lead of an asymptomatic patient. The noise could not be reproduced with isometrics. The physician would later perform lead imaging. No additional information was reported.